Event description:
The customer reported that during a recent reboot, they received a windows error message of a corrupted file. Customer also stated that the central nurse's station (cns) started showing communication loss as well. Whenever the file corrupt message appears, that's when the comm loss message also shows up. No harm or injury occurred.

Manufacturer narrative:
The customer reported that during a recent reboot, they received a windows error message of a corrupted file. Customer also stated that the central nurse's station (cns) started showing communication loss as well. Whenever the file corrupt message appears, that's when the comm loss message also shows up. No harm or injury occurred.